Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances. No adverse patient effects were reported. A review of the information and the arrhythmia logbook noted many non sustained ventricular tachycardia with no therapy events shortly after the implant. In addition noise was seen on the electrocardiograms. It was also noted that the patient received a shock but no alert was triggered. Technical services explained that this would be a yellow alert and would only be picked up during a weekly sweep of the data on latitude. A possible connection issue was suspected due to the noise seen. At this time the system remains implanted. Additional information received noted that this right ventricular lead was explanted due to being defective. No adverse patient effects were reported.